Manufacturer narrative:
Analysis of the pump revealed no significant anomaly found. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l69147, implanted: (B)(6) 1999, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported there was a question of withdrawal related to the recent change (about 24 hours prior) in the intrathecal medication. The medication was changed from intrathecal morphine to intrathecal bupivacaine. The patient presented to the emergency room (ER) with a temperature of 106.7 degrees fahrenheit, tremors and respiratory distress. The pan cultures were negative. The patient developed arrhythmia resulting in anoxic encephalopathy. A patient death occurred. The pump was delivering bupivacaine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.